Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. The customer was provided with the part ids; however, it could not be confirmed if the customer replaced the specified parts. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No parts were returned for failure investigation

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a blower stalled failure. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 has a blower failure, that is intermittent. It was reported that the device had the same issue occur previously, and the device had implemented field correction order (fco). The customer reported that the original issue was a blower stall, error code 1134, and the fco did not solve that issue, unless it was linked with many other check vent code. The rse recommended replacing the blower assembly and the motor controller board. The customer was provided with part numbers. The investigation is ongoing.